Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl and was subsequently admitted to the intensive care unit (ICU). Cause of high bg was unknown. As a result of high bg, customer experienced diabetic ketoacidosis (dka) that caused vomiting and subsequent esophageal ulcers. Customer attempted to address high bg with a pump bolus and was treated with intravenous fluids of saline and insulin once hospitalized. Customer was released from the hospital 8 days later.